Event description:
A product development engineer reported a conversation with a sales consultant (sc) who advised him of an unspecified problem a surgeon had while using an olecranon osteotomy nail and endcap. The sc reported that the distal screw missed the nail and at the end of the surgery, the endcap was extremely difficult and was not implanted. A second endcap was utilized, which was also extremely difficult. However, the surgeon managed to work with the second endcap, and it was implanted in the patient. Thereafter, an additional fixation was needed and it was supplemented with cerclage wire. Surgery was delayed over 2 hours, requiring additional medical intervention. This complaint is on the nail inserter. This is 4 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the manufacturing evaluation are as follows: the relevant dimensions were checked and were found to be within the specification. No manufacturing related fault could be detected.

Manufacturer narrative:
The results of the product development event evaluation are as follows: one assembled aiming arm for olecranon osteotomy nail (p/n: 03.007.009) and one nail inserter for olecranon osteotomy nail (p/n: 03.007.008) were returned with a complaint category of ¿misalignment¿. The aiming arm assembly and nail inserter are used to during the implantation of olecranon osteotomy nails. The returned handle was manufactured in (B)(4) on 11/2008. A review of the most current revision of the design drawings was performed and no changes have been made. The handle is designed with two screw insertion holes that are used to align and insert locking screws into the olecranon osteotomy nail. When fitted with the appropriate mating parts the complaint condition could not be replicated. The chu engineer reviewed the risk analysis for this device and found that misalignment of the locking screws is addressed. Insertion of the olecranon osteotomy nail is a very technique critical procedure and it is not performed very often. This complaint condition was caused by improper technique and not caused by a design issue. The design is adequate for its intended use and did not contribute to this complaint condition. Improper technique due to low volume usage rather than a design issue has caused this complaint. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.